Event description:
It was reported that during a breast biopsy procedure, the device included in the procedure kit is breaking off during the deployment process. The procedure was completed using another like device. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent: 07/02/2008. Info anticipated, but unavailable at this time.